Event description:
Complainant alleged that the medics were responding to a residence call for a 75 year old female patient in cardiac arrest. The medics applied multi-function electrodes to the anterior and posterior of the patient. The device indicated that the patient was in asystole. The device was turned to manual mode, and the patient was monitored using the three lead ECG cable. After several minutes of resuscitation efforts, the patient presented a ventricular fibrillation heart rhythm. The medics then defibrillated the patient at 200 joules. The patient then presented a pulseless electrical activity heart rhythm, and the medics continued resuscitation efforts. After a few minutes the patient returned to a ventricular fibrillation heart rhythm, and was defibrillated at 300 joules, but returned to a pulseless electrical activity heart rhythm. The medics again continued their resuscitation efforts, and again the patient returned to a ventricular fibrlllation heart rhythm, and was defibrillated at 360 joules, with a return to pulseless electrical activity. Following the third defibrillation, the "charge" icon no longer appeared on the device screen. Shortly after this occurrance, "the patient experienced an r-on-t episode", and the heart rhythm became ventricular tachycardia, then ventricular fibrillation. The medics made numerous attempts to charge the device, without success. The patient and all of the monitor's cables, leads and electrodes were checked, and all appeared intact and functional. All of the monitor's control settings were appropriately placed. The medics then changed the device battery, but the "charge" icon was still not displayed on the device screen. While the medics were "fiddling" with all of the control buttons on the monitor, the "charge" icon suddenly appeared on the device screen. At this point the patient had undergone "three minutes of v-tach/v-fib with only pre-cordial thumps attempted to correct" the patient's rhythm. A defibrillation of 360 joules was successfully administered, resulting in the patient presenting an asystole heart rhythm. "The patient was pronounced dead upon arrival at the hospital's emergency department, despite further resuscitation efforts." The complainant indicated that he does not think that the reported malfunction made any difference on the patient outcome.